Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed that the sheath was kinked, and the imaging window was detached but not returned for analysis. An imaging core windup began 130.5 cm from the distal end of the connector shaft. Functional inspection revealed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. Impedance test results suggested that the device was no longer effective at receiving and transmitting acoustic energy at the working frequencies. Media returned by the customer was inspected and showed the imaging window detachment. Based on the evidence, the image lost as reported code cannot be confirmed, and the catheter kink as reported code is confirmed.

Event description:
Reportable based on device analysis completed on 10may2024. It was reported that a catheter issue occurred. The 70% stenosed target 56mm x 3.00mm lesion was located in the moderately tortuous and severely calcified left circumflex artery. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the catheter was kinked and could not show the image. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed the imaging window was detached.